Event description:
The pt was revised because of poly wear, osteolysis, and loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed. Should add'l info be rec'd, the investigation will be reopened.